Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) exhibited noise on the atrial and ventricular channnels that could not be recreated with manipulation. This oversensing led to pacing inhibition.